Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Noise was displayed on the screen due to the damaged ccd unit. Ccd lens was broken. Flare or ghost phenomenon occurred due to the breakage of the ccd lens. The light guide lens was chipped. The connector was corroded due to leakage. There was scratch at the insertion section. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was dark and the noise was displayed on the monitor. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to applied physical stress to the device. If significant additional information is received, this report will be supplemented.